Event description:
Medtronic received a report that during the procedure, coil premature detachment occurred into the microcatheter's distal portion before completing the wall apposition in acom aneurysm. The physician then carefully removed full system, like guide catheter, micro catheter with damage coil from the patient's right acom segment without moving forward. The patient was alive with no injury during the procedure. No surgical or medicinal intervention was required. There was friction or difficulty during delivery. The physician repositioned the coil 2 times. The physician did not attempt to detach the coil. A continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured anterior communicating artery (acom) aneurysm with a max diameter of 5.6mm and a 2mm neck diameter. It was noted the patient's blood flow was high and vessel tortuosity was severe. Ancillary devices include a terumo radio focus 7 f sheath, envoy 6 f guide catheter, echelon 10, lot # d009582 microcatheter, and x-pedion 10, lot # b434334 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.